Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer woke up with blood glucose was like 300 mg/dl and right now it was 450 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported past event that they received insulin flow blocked alarm and alarm occurred during fill tubing. The customer reported that event was resolved by infusion set change and cannula of set was bent. The customer treated high blood glucose with syringe. The insulin pump will not be returned for analysis.